Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed insulation damage in addition to a fractured inner conductor coil. Laboratory analysis determined that due to the location and type of damage, it appears it was most likely caused by entrapment in the clavicle/first rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms, no capture despite high device outputs and no pacing in either configuration. A revision procedure was performed and an insulation break was noted at the insertion site. Therefore, the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead will be returned for evaluation and this product issue will be updated when analysis is complete.

Manufacturer narrative:
The lead was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.